Event description:
During the endovascular procedure, the hi-torque command workhorse .018lt guide wire 0.018" 300cm (ref# 1013753; lot# 3060661) broke off into two pieces inside the patient's artery in the left leg. The entire wire of both pieces were removed without complication.